Event description:
Customer reported he experienced high blood glucose in the 500 to 600 mg/dl range. Customer stated she has not been on the insulin pump since her last appointment with the doctor and was put on lantus. Customer also reported that the reservoir compartment is worn. She declined troubleshooting and requested the device to be replaced. Current value is 288 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.